Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. Upon follow-up, computed tomography (CT) showed sac growth and an angiogram completed on (B)(6) 2016 showed a possible type 3b endoleak. The physician elected to reline the graft to seal the endoleak. The patient is in stable condition.

Manufacturer narrative:
Based on clinical evaluation confirmed the presence of a type 2 endoleak, and a type 3b endoleak. Limited patient medical records and images were provided for the clinical evaluation. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. Devices remain implanted in the patient and were not returned, no evaluation completed. Root cause is inconclusive, there is not enough information to determine the root cause of the event. Potential contributing factors to the reported event include; off label use and patient anatomy.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated device and a suprarenal aortic extension. Upon follow-up, computed tomography showed sac growth and an angiogram completed on (B)(6) 2016 showed a possible type 3b endoleak. The physician treated the patient on (B)(6) 2016 by relining with a bifurcated to seal the endoleak. However, a type two endoleak still remains and the physician plans to follow up with the patient in six months. The patient is doing well.